Event description:
Ous MDR - after an implantation time of about 43 months, inappropriate shock deliveries were reported, causing the ICD to go eri. Kentrox rv-s 65 steroid, (B) (4), MDR 1028232-2009-00676.

Manufacturer narrative:
Ous MDR - the ICD underwent a status interrogation, during which the device state eos was displayed after an implantation time of 43 months. The shock table documented 172 charge processes, partially aborted. The memory content of the ICD was checked; disturbances in the ventricular channel were visible in the iegms. The connection system of the defibrillator was then examined mechanically. The screws of the shock and pace outputs were without problems. Leads inserted in a test device could easily be inserted and removed without issue and displaying low ohm values. The drill hole dimensions were within is-1 and df-1 standards. There was no material defect or manufacturing error. Next, the ICD's capability to provide therapy was tested. The antibradycardiac output signal was normal and matched the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was fed in, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted, a fact that can, however, be explained by the already mostly discharged battery. The analysis did not show any indications that would point toward a malfunction of the device.